Event description:
Tampon user initially verbally reported that their tampon was "stuck" and had to be removed by a doctor. In a subsequent letter rec'd in 2000, the pt reported that after trying but failing to remove the tampon themselves, the pt was treated in the emergency room and released the same day. The ER personnel allegedly instructed the pt to attempt to remove the tampon themselves while wearing surgical gloves. In the process, the pt alleges that the pt "pulled on my own flesh" and that subsequently the doctor made a thorough exam during which the dr was "pinching my outer cervix with the dr's instrument and causing a great discomfort inside my uterus". The pt reported that pt took tylenol with codeine, darvocet, vicodin to relieve discomfort and cramping.